Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified broken wires in the hv cable. Replaced hv cable. The system was tested and found to be working as intended, and placed back into service.

Event description:
It was reported that the 9600emi system has an intermittent bad iris pot error. Required a reboot or press alarm reset to continue case. There was no report of patient injury.